Event description:
The consumer's wife was pushing the consumer in the rollator down the driveway when they came across a ridge, allegedly causing the rollator to collapse. The consumer allegedly fell and sustained a fractured pelvis.

Manufacturer narrative:
Manufacturer received complaint alleging a user sustained a fractured pelvis while using a rollator as a transport device. No malfunction is apparent. Invacare rollators are not intended as transport devices and current user guides cover this area. No model and/or serial number have been provided. There is no indication this device is an invacare device. MDR filed as a conservative measure based on alleged serious injury.